Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported outside the laboratory. The sample was repeated producing lower ise results and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched and replaced some hardware. The fse also bleached the flow cell. As of 10/05/10, there were no further calls to the bci hotline for ise problems.